Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient came to the emergency room with chest pain and was diaphoretic. The patient had increased troponin and bnp levels. X-ray showed mild pleural effusion. The patient was treated for non st myocardial infarction and subacute on chronic congestive heart failure. The device remains in use and appeared to be working well. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.